Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and they were unable to press any button or go to any menu in the insulin pump, stuck in rewind. The customer's blood glucose level was 541 mg/dl at the time of the incident. The customer reports they feel okay for troubleshooting. The customer was been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleged that the insulin pump was under delivering as there was no delivery. The customer reported that the insulin exited at the quick release. The customer reports they do not have a back-up plan available. The insulin pump will be returned for analysis.